Event description:
A drug eluting stent was placed in the morning. Patient's stent occluded that afternoon. Patient needed emergent cardiac bypass surgery. Cause of occlusion thought to be underdeployment of stent.